Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that the ptca procedure was long and difficult. Several guide wires and several balloons were used during the procedure. A kissing stent technique was being used and after deploying a vision stent in the diagonal, the 3.0 x 15mm vision stent was deployed in the lad. After deployment of the second vision stent, there was difficulty removing the stent delivery system (sds). Reportedly, the resistance was not with the guide wire, but the cause of the resistance was unknown. When the sds was finally removed, it was noted that the distal shaft had separated and remained inside the patient, still on the guide wire. The separated portion was successfully removed from the patient by removing the guide wire. No intervention was required and it was confirmed that there was nothing left inside the patient. No patient effects were reported. No additional event or patient information available.

Manufacturer narrative:
Product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the hub, hypotube, inflation lumen, balloon, and in the guide wire lumen, inflation lumen, and balloon. The balloon was loosely folded. The sds was separated at the guide wire exit notch. There was several bends in the hypotube at 28 cm, 50 cm, 66 cm, 80 cm, and 96 cm distal to the strain relief tubing. The proximal end of the separation was twisted and torn. There was no other damage noted to the sds. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.